Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller experienced four double power disconnections and the patient was dizzy at the time. The patient will be re-educated on proper power connections. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b3, h10 product event summary: the controller was returned for evaluation. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed four controller power-ups with their associated motor starts on (B)(6) 2018 at 22:08:41, (B)(6) 2018 at 12:06:37, (B)(6) 2018 at 21:58:48, and (B)(6) 2018 at 14:24:15. The controller was without power for 7 seconds, 21 seconds, 12 seconds, and 12 seconds; respectively. Several momentary disconnections were recorded leading up to the first and last losses of power. Loss of power will result in a continuous audible alarm, which corresponds with the "high priority alarm" heard. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported loss of power event was confirmed. The most likely root cause of the reported "flashing red on the controller" was the result of the controller restarting after a loss of power. Additionally, two vad disconnect alarms were logged on (B)(6) 2018 at 14:44:02 and on (B)(6) 2018 at 11:08:45, respectively. This alarm type is indicative of a physical disconnection of the driveline. As a result, the reported vad disconnects event was confirmed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline, which corresponds with the reported controller exchange. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log files analysis revealed four (3) controller power-ups with their associated motor starts on (B)(6) 2018 at 22:08:41, (B)(6) 2018 at 12:06:37 and (B)(6) 2018 at 21:58:48. The controller was without power for 7 seconds, 21 seconds and 12 seconds; respectively. Several momentary disconnections were recorded leading up to the loss of power. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, as reported in the event details, and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.